Event description:
In this event it is reported that a protaper next nitifile x2 25mm broke during use. Outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: summary: returned protaper next nitifile x2 25mm is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information has been received that that further medication inserts at the site will be performed. A request for additional information about further medication inserts has been requested. This information will be submitted once we receive the information or update.